Event description:
It was reported that a device was used during an unknown procedure. The device works intermittently and failed with the test tip (received solid tone) during procedure. The case was completed with another device. There was no patient consequence.